Manufacturer narrative:
(B)(4). On an unreported date, dianeal 0.5%, 1.5% and 4.25% therapies were withdrawn. At the time of this report, dianeal 2.5% was ongoing. On an unreported date, a touch contamination occurred further described as a "water bug" (details not provided). The cause of peritonitis was due to touch contamination. The pt was not hospitalized for the event. The pt was treated with unspecified antibiotics. On an unreported date, the pt recovered from the peritonitis.

Manufacturer narrative:
(B)(4). Additional information indicates the cause of this peritonitis event was related to use error by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Action taken with dianeal therapies was unknown. On an unreported date, the patient experienced peritonitis. It was not reported whether the patient was hospitalized or if treatment was administered. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.